Event description:
It was reported that the hospital system had an error 03 and the abbott rep was unable to proceed with recalibration. The procedure was delayed for almost 30 minutes while the rep attempted to troubleshoot the hospital system and the rep confirmed that this issue caused a clinically significant delay in patient care and unneeded medical management as the physician had to leave the swan ganz catheter in the patient¿s internal jugular until a functioning hospital system could be attained. Recalibration was successfully completed at bedside. Awaiting update on hospital system replacement.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of hospital system had an error 03 issue was resolved and confirmed via logs and a review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event date, indicating that the issue was resolved. Based on the information received, the reported incident was resolved.

Event description:
Additional information was received advising there are no current plans for hospital system replacement or return.